Manufacturer narrative:
Patient information unavailable.

Event description:
Philips became aware via the customer submitting a complaint form that a peripheral vascular intervention procedure commenced to treat a chronic total occlusion (cto) in the patient's superficial femoral artery (sfa). The physician was using a spectranetics quick-cross support catheter. During the procedure, the physician attempted to remove the quick-cross catheter from the body. When the device was removed, they found the tip of the catheter remained in the patient. The tip had reportedly broken off; the tip could not be removed, so a stent was used to trap the device tip within the patient's body. The patient survived the procedure.